Event description:
Event description guidant received information that this implantable lead is exhibiting out-of-range pacing impedance values. All other lead measurements are normal. The physician elected to test the system with a maximum energy shock, and the pacing imedance remained out-of-range, however the shocking impedance was normal. The physician elected to minitor the patient.

Event description:
Boston scientific received information that this implantable lead was exhibiting out-of-range pacing impedance values. All other lead measurements are normal. The physician elected to test the system with a maximum energy shock, and the pacing impedance remained out-of-range, however the shocking impedance was normal. The physician elected to monitor the patient. Additional information was received that this lead was extracted during a recent device replacement procedure. Pacing impedance measured greater than 3000 ohms and an increase in pacing threshold was noted. Sensing was good and there were no episodes with noise. Noise was unable to be produced with manipulation. A possible fracture was reported. No adverse patient effects reported.

Manufacturer narrative:
No additional information is available at this time. This event will be reopened if additional information becomes available or if the lead is returned for analysis. Should additional information become available this event will be updated and resubmitted.